Event description:
The customer reported that the device jaws closed and would no longer open while on tissue during a laparoscopic nephrectomy. The device was removed by using bipolar around the jaws and cutting with scissors. Another device was used to complete the procedure and no injury occurred.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.